Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise and baseline shifts resulting in an inappropriate shock. The patient was noted to have been lying down at the time of the delivered shock. The device was reprogrammed to the secondary vector to mitigate further oversensing as the suspected cause is associated with the sense b node. Rhythm care recommended performing provocative maneuvers to try to recreate noise. This system remains in service. No adverse patient effects were reported.